Event description:
It was reported that a small volume intermate had an unspecified particulate in the bladder. This was found before use. The device was filled with ceftazidime and tobramycin. There was no patient involvement. No additional information is available. Report three of four.

Manufacturer narrative:
(B)(4). The device was manufactured 07/21/2014 - 07/23/2014. Evaluation summary: the device was returned for evaluation. Visual inspection revealed a white particle between 0.86 to 1.49 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.